Event description:
There was difficulty inserting the lead into the extension. Impedances were normal when the lead was disconnected from the extension. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).